Manufacturer narrative:
The distributor performed a checkout of the equipment and was not able to confirm the reported complaint. The cracked control panel was recommended to be replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and was not able to confirm the reported complaint. The cracked control panel was recommended to be replaced.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.